Manufacturer narrative:
Block h6: device code a150202 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025, under twilight anesthesia. During the procedure, 1 cc of hydrogel was injected in the patient's prostate capsule. The physician stopped and used another kit to complete the procedure with the needle in the correct place. No patient complications were reported, and the patient received the planned radiation treatment.